Event description:
It was reported that the patient presented in-clinic for a routine check-up. During the follow-up it was noted that the implantable cardioverter defibrillator (ICD) failed to be interrogated. As a resolution firmware updates were made, and the ICD could be interrogated. The patient condition was stable.